Event description:
It was reported that the patient had erosion at the battery site. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Investigation was unable to determine which of the ipgs attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 ipgs; however, it is unknown which ipgs, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 6660, UDI: (B)(4), serial: (B)(6), batch: t00005119.

Manufacturer narrative:
Date of event estimated. Correction - section d - device information corrected. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.